Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo lesion in the distal marginal coronary artery. The 3.5x33mm xience xpedition device was prepped outside the anatomy prior to use. Reportedly, the balloon would not inflate at all when placed in the lesion. The device continued to drop pressure indicating a balloon rupture. The procedure was successfully completed with an unknown stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.